Event description:
It was reported that the camera head cable was loose near the coupler. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The reported issue was confirmed. Cable boot separated. In addition, line on image due to faulty cable was observed, cut and kinks on cable were noted. A device history record review of the current product was conducted, and no problems were found. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the camera head cable was loose near the coupler. There were no reports of patient harm.